Event description:
It was reported that the pt experienced a shocking or jolting sensation following a fall. The pt fell on (B)(6) 2011 and since then, when the pt turned on their device, they felt a shocking sensation. The pt went to ER (B)(6) 2011 and was given pain/muscle relaxers and sent home. The pt was scheduled to see their hcp on (B)(6) 2011. The pt was at home at the time of the report. Additional info was requested.

Manufacturer narrative:
(B)(4).